Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there were approximately 10-12 incidents of nurses accidentally sticking their fingers on used bd complete kits for microbiology & ua chemistry urine testing while disposing of the used devices. In all of the incidents, no visible blood was reported in the urine and therefore, each incident was not treated as a blood exposure. No pep or medical interventions other than routine first aid were provided.